Event description:
It was reported that plunger alarm event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed good condition with no appearance of any physical damaged. Customer's reported issue was duplicated during syringe plunger sensor test. Broken piece off from plunger board and plunger board broken off from glue. The root cause of the reported issue was determined to have been design related. Actions taken to mitigate the reported issue: replaced plunger board. Performed preventive maintenance and all functional testing which passed.